Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (ICD)  2012 (B)(6); 4076 implantable pacing lead 2007 (B)(6); 4194 implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos) on the right ventricular (rv) lead. The device discriminator failed to withhold therapy. Increasing the ventricular sensitivity was discussed. The device and lead remain in use. No further patient complications have been reported as a result of this event.